Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported a reoccurring c-34 erbe generator errors. The customer replaced the energy cables and rebooted the generator several times including disconnecting its power cord. The tse informed biomed that the generator needs to be replaced and instructed him how to proceed with an external erbe vio generator to finish the procedure. The procedure was completing as planned with no reported injury and a 15¿30-minute delay. Isi followed up with the initial reporter and obtained the following additional information: they had 2 da vinci procedures as usual (prostatectomy). During the 2nd procedure everything was going as usual, suddenly during monopolar hf the code c34 was displayed. They first changed the cables and monopolar scissors, then shut down the hf device and restarted. The da vinci system was also undocked and shut down. Everything was disconnected from the mains, booted up, but when the monopolar hf, c34 was always triggered. They had contacted isi technical support and they immediately started to replace the erbe device. They then brought an extra erbe vio 3 on site and with extra foot pedal for monopolar scissor. The surgery ended well.

Manufacturer narrative:
Based on the claim against the product by the customer noting c-34 errors, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced the vio integrated electrosurgical generator unit (iesu) to resolve the c-34 error. Isi has received the vio iesu, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered a reportable event due to the following conclusion: the vio integrated electrosurgical generator unit (iesu) was replaced start of the procedure and the surgeon was able to continue with an external generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The iesu had an error c-34 displayed during boot-up.

Event description:
Refer to h10/h11 for follow-up information.